Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Technical support assisted the customer in updating the basal rate settings and advised consulting with a healthcare professional for any future setting changes.